Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail panel mounting screws were pulled out). Furthermore, according to arjo service technician¿s observation, the side rail damage could have been a result of misuse/abuse, which would confirm that the side rail was damaged as a result of external force. The instructions for use for citadel bed (830.213-en) includes list of minimum recommended level of preventive maintenance, including actions to be completed for side rails: - ¿check operation of the side rails daily. If the result of any of these tests is unsatisfactory, contact arjo or an arjo-approved service agent.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail mounting screws were pulled out of the plastic moulding. The bed was not used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side partial detachment.

Event description:
Arjo received a customer complaint on citadel bed, with allegation of safety side partial detachment. The customer requested side rail replacement since ¿side rail slight pulled away¿. There was no patient involvement. No injury was sustained. An arjo service technician visited the facility, performed an evaluation and established that the side rail plastic was detached from the side rail body. The 4 screws, which hold the plastic moulding to the side rail mechanism, were pulled out. It resulted in damage to the side rail body and the weight panel wiring.